Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 29jun2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. It was reported that after spaceoar vue placement, the patient complained of urinary retention and discomfort. Computed tomography scan showed contrast spaceoar vue gel in the bladder. A cystoscopy was performed for removal of the blockage in the bladder. It was indicated, the patient has fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.